Event description:
A report was received that the patient was having inadequate stimulation and the ipg was not holding a charge. The physician suspected ipg failure. The patient underwent a revision procedure wherein the ipg was replaced and leads were added.